Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company with a product complaint, concerns a caucasian female patient of unknown age. Medical history and concomitant medication of the patient were not provided. This spontaneous case, reported by a consumer who contacted the company with a product complaint, concerns a caucasian female patient of unknown age. Medical history and concomitant medication of the patient were not provided. The patient received human insulin (rdna origin) nph (humulin n), 8 iu daily, via subcutaneous route, beginning in 2013. She also received human insulin (rdna origin) regular (humulin r), dosage calculated according to glycemia, daily, via subcutaneous route, beginning in 2013. On unspecified date, approximately in 2013, unknown time after beginning treatment with human insulin nph and regular via a humapen luxura burgundy pen, the patient experienced very high diabetes. Due to that, he stayed at the hospital for only a few hours, being discharged after her glycemia decreased. Additionally, on (B)(6) 2015 the human insulin nph cartridge was reported to have bubbles inside it, more than 15 of them, some bigger than soda bubbles (batch c381761a; pc number (B)(4)). It also happened previously with a human insulin regular cartridge which was thrown away (batch unknown; pc number (B)(4)). The patient used the human insulin nph and regular in these conditions. It was also reported that occasionally the patient reused needles and stored the device in the refrigerator. It was unknown if she received any corrective treatment for the very high diabetes. The patient recovered from the event. The status of human insulin nph and regular treatment was not provided. The father and mother of the patient operated the device, and it was unknown if they were trained users. The patient had used this device model and the reported device for two years. There was no reported complaint for this device and its return is not expected. The reporting consumer did not provide any relatedness opinion. On 28jul2015: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting. On 04aug2015: upon review, updated narrative with statement regarding improper use and storage and pc numbers associated.

Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. Evaluation summary: the patient experienced high blood sugars while using a humapen luxura device (reported lot number 1209b06). There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. It was reported that the patient occasionally reused needles and stored pen in the refrigerator. This is likely not relevant given that there was no product complaint relative to pen function. The device user manual indicates a new needle should be used with each injection and users should not store the pen in the refrigerator.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company with a product complaint, concerns a caucasian female patient of unknown age. Medical history and concomitant medication of the patient were not provided. This spontaneous case, reported by a consumer who contacted the company with a product complaint, concerns a caucasian female patient of unknown age. Medical history and concomitant medication of the patient were not provided. The patient received human insulin (rdna origin) nph (humulin n), 8 iu daily, via subcutaneous route, beginning in 2013. She also received human insulin (rdna origin) regular (humulin r), dosage calculated according to glycemia, daily, via subcutaneous route, beginning in 2013. On unspecified date, approximately in 2013, unknown time after beginning treatment with human insulin nph and regular via a humapen luxura burgundy pen, the patient experienced very high diabetes. Due to that, he stayed at the hospital for only a few hours, being discharged after her glycemia decreased. Additionally, on (B)(6) 2015 the human insulin nph cartridge was reported to have bubbles inside it, more than 15 of them, some bigger than soda bubbles (batch c381761a; pc number (B)(4)). It also happened previously with a human insulin regular cartridge which was thrown away (batch unknown; pc number (B)(4)). The patient used the human insulin nph and regular in these conditions. It was also reported that occasionally the patient reused needles and stored the device in the refrigerator. It was unknown if she received any corrective treatment for the very high diabetes. The patient recovered from the event. The status of human insulin nph and regular treatment was not provided. The father and mother of the patient operated the device, and it was unknown if they were trained users. The patient had used this device model and the reported device for two years. There was no reported complaint for this device and its return is not expected. The reporting consumer did not provide any relatedness opinion. 28jul2015: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting. 04aug2015: upon review, updated narrative with statement regarding improper use and storage and pc numbers associated. Update 07aug2015. Additional information received 06aug2015 from the global product complaint system. To the hp luxura champagne device tab added the device specific safety summary, updated the medwatch and EU/ca fields; updated the narrative.